Event description:
The event is reported as: the handle was hard to depress. The problem was found during use. No patient injury reported.

Manufacturer narrative:
A follow-up report will be submitted at the conclusion of the investigation.